Event description:
Device malfunction: failure to deploy stent/balloon rupture/dislodged stent. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that during renal angioplasty a 6.0 x 18 herculink plus was advanced to the target lesion. While inflating the balloon up to 8 atm (nominal pressure), the balloon opened longitudinally on both sides and the stent did not fully expand. The balloon was inflated to 10 atm and ruptured. Upon removal of the stent delivery system (sds) from the patient's anatomy, some resistance was felt at the point of entrance of the guiding catheter due to partial opening of the stent at the distal end. After complete removal of the sds and the stent from the patient's anatomy, it was noted that the stent had dislodged from the balloon. A non-abbott stent was used to complete the procedure which lasted for approximately 90-120 mins. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Incorrect removal of the device, the device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.